Event description:
It was reported that during an original inflatable penile prosthesis implant surgery, the 3 piece cylinder and pump component was tried and not used. Another device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.